Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that according to their surgeon, patient over stimulated the set device. The also stated that the previous ins was removed on (B)(6) 2018.they also reported that they have scheduled a revision surgery for the current ins on (B)(6) 2018. No further complications were noted or anticipated

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could push down on the ins and feel it. Patient repeated again that her previous ins died. Patient said she had crohn¿s disease on top of overactive bladder and healthcare professional (hcp) said that the patient overstimulated it/worked it too much and ins died faster, after 25 months. Patient said she did not know when it died. She said she started noticing more frequency at the end of (B)(6) 2018 and she tried going higher and noticed it was not working. She went to hcp and he said it was dead. He took it out on (B)(6). No further symptoms or complications reported.